Manufacturer narrative:
The olympus field service engineer (fsa) inspected the device and confirmed the image cannot be displayed normally. The fse found the image was black-and-white and there was no image. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus the image was flickering on the visera elite video system center. There was no report of patient or user injury related to this event.

Event description:
It was further reported that the device was a loaner, and the fault did not occur in a hospital setting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established as the reported phenomenon was not replicated/reproduced by the repair center, and no other malfunction was identified. Therefore, no cause could be determined for the suggested event. Olympus will continue to monitor field performance for this device.